Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 08/25/2016. The strip lot # d170425-1 was manufactured on 04/25/2017 and expires in 04/2019. Ok biotech received no complaints from same manufacturing batch of strips. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 11:00 am after the end user's prodigy diabetes meter was not operating properly. The end user was found unresponsive and could not be awaken. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the result was 25 mg/dl. They also attempted to perform a blood glucose test with the end user's prodigy meter but received error code l-b and the meter kept powering off whenever a test strip was inserted. The end user was given 4 spoonfuls of pure honey, 2 large glasses of orange juice with sugar and 3 peanut butter cups. The paramedics also checked the end user's blood pressure and determined there was no reason to transport her to the ER. No additional details were provided in regards to this medical event.

Manufacturer narrative:
Suspected device and strips evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 1.6a. The criteria is <55a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and returned strips (strip lot number:d170425-1 ). The control solution tests for level low were 51/50 mg/dl, for level high were 228/237 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 200~310 mg/dl. All results were within the acceptance range. Pass. We tested the retain strips from our warehouse (same as patient's strip lot number:d170425-1 ). The control solution tests for level low were 56/58 mg/dl; for level high were 247/245 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 200~310 mg/dl. All results were within the acceptance range. Pass.

Event description:
This is a supplemental report to initial report, to submit investigation results from the manufacturer for the suspect devices. Devices were returned from prodigy diabetes care on (B)(6) 2017 and an investigation results of the suspect devices were completed by ok biotech.